Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The pump underwent functional flow accuracy testing at a rate of 25ml/hour with volume to be infused of 25ml and the pump performed according to product specifications. An event history log review did not show any events on the occurrence date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.